Manufacturer narrative:
The monopolar curved scissors instrument was received, and failure analysis found the instrument to have a broken grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The event investigation is in progress. No product has been returned.

Event description:
This instrument was reported as being quarantined for the issue of the wire breaking and detaching making it difficult to remove through the trocar. It was reported a fragment fell into the patient and it is unknown if it was retrieved.